Event description:
It was reported at the usb port or pins were damaged, affecting the customer's ability to charge the pump. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.